Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a crack at the level of the luer. Therefore, the reported condition was verified by visual inspection of the photograph. The cause of the condition could not be determined, however, possible causes were noted to be a manufacturing material related issue or a user related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a continu-flo solution set leaked due to a crack. During a potassium phosphate infusion via an unspecified baxter infusion pump, a leak was observed. Upon further inspection, a crack was noted in ¿the connector the level of the connector that goes to the patient´s catheter¿. There was no patient injury or medical intervention associated with this event. No additional information is available.